Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the observed issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Stryker was setting up a customer's device and observed that the device would not power on. There was no patient involvement in this event.

Manufacturer narrative:
Stryker further evaluated the customer's device and determined that the cause of the reported issue was due to a failed/faulty system pcb assembly. The device was archived by stryker and the customer received a replacement device.

Event description:
Stryker was setting up a customer's device and observed that the device would not power on. There was no patient involvement in this event.